Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedances on the right atrial (ra) channel. The physician suspects that the increase in impedances is due to lead calcification and has elected to continue monitoring the system. The patient is not dependent on ra pacing. The make of the ra lead is unknown. This ICD remains in service. No adverse patient effects were reported.